Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r waves were identified on the right atrial (ra) lead due to atrial sensed events falling along with ventricular sensed events on several episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.